Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was under-delivering. Customer's blood glucose was 15 mmol/l. Customer reported that issue persisted after set change. During troubleshooting, customer reported that drive support cap was sticking out. Insulin pump is not expected to return.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No under/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, a small crack on the display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).